Event description:
As reported by the edwards field clinical specialist, at the end of the procedure an attempt was made to close the vessel with the manta. It was noted that the vessel was perforated, and a larger hematoma formed. A cover stent was used to repair the vessel. The manta failed because the tear was too large. There was no allegation of any edwards device that caused the event. Reference number: case no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).